Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a defective introducer needle and a lidstock. Visual analysis revealed that the needle hub had separated directly adjacent to the cannula. It was observed that a portion of the hub was still molded to the cannula. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report of a separated needle hub was confirmed through analysis of the customer supplied photos. The probable cause of this complaint issue is likely design related. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the cardiologist placed the introducer needle in the left jugular vein and the syringe was removed to insert the seldinger wire. To do this, the doctor fixed the introducer needle at the cone (hub) with her fingers. She noticed that the cone of the metal needle broke off. There was no force or pressure applied to the introducer needle". No patient injury or consequence reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the cardiologist placed the introducer needle in the left jugular vein and the syringe was removed to insert the seldinger wire. To do this, the doctor fixed the introducer needle at the cone (hub) with her fingers. She noticed that the cone of the metal needle broke off. There was no force or pressure applied to the introducer needle". No patient injury or consequence reported. Patient condition unknown at time of report.